Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture . Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast reconstruction with an unspecified mentor smooth gel implant (right) and a 475cc mentor memorygel breast implant (left) and experienced left-sided capsular contracture (unknown grade) and right-sided breast pain and breast mass postoperatively. The patient states that there is a lump in her right breast, and her left breast appears harder and bigger. In addition, she is experiencing bilateral breast pain. The patient had a consultation with a healthcare professional. As a result, the patient is scheduled to undergo explantation on (B)(6) 2022. This report is for the left-sided prosthesis.

Manufacturer narrative:
On january 24, 2023, mentor received information indicating the patient experienced bilateral ruptures post-operatively. Manufacturer¿s reference number: (B)(4).